Event description:
While testing the unit, it was noticed that the attachment becomes hot. This was found in a nonsterile environment. There was not pt involvement and no report of adverse consequence to the user as a result.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.